Event description:
Ous MDR - on (B)(6), a perforation was suspected due to pericardial effusion. However the physician decided not to perform a revision and follow-up examination because he considered the risk of another operation and the pericardial effusion level has not become so serious. The physician could not identify which lead caused the effusion. No further serious condition has been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.